Event description:
The customer reported the archived images displayed dark. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and software reloaded. The system was then found to be working as intended.